Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted (B)(6) 2010; dtbb1d1 bi-v ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that non-sustained ventricular tachycardia (vt) detected via electrogram (egm) appears to be noise on the right ventricular (rv) lead. The lead will be further evaluated at a later date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.